Manufacturer narrative:
Section h10: (h3) based on previous complaint investigations, the fractured glenoid impactor tip reported was likely the result of crack initiation, propagation, and ultimate fracture of the device which was likely caused by abnormal or aggressive use inconsistent with the intended use of this device.

Manufacturer narrative:
Pending evaluation.

Event description:
During a shoulder procedure on a male patient, the tri drive collar broke during glenoid reaming. Causing the need to change reamer handle and remove ball bearing and ring from open wound. During the same procedure, when impacting the glenoid, the glenoid impactor tip broke and also had parts removed from wound. No health complications from experience, just surgical delay. The patient was last known to be in stable condition following the event. Devices will return. Tri drive (315-25-00) stated on experience report is being captured under (B)(4).